Event description:
The customer reported on 10/30/98 at 6:03 that vasoseal was deployed by a trainee on the 4th deployment. At 7:50 a hematoma was noted and manual pressure was applied. At 9:00 the hematoma was larger and a femostop was applied at 60mmhg. At 9:30 the hematoma was unchanged. At 10:30 the pt complained of a burning sensation in the groin and darvocet was given. It was noted at 11:30 that the hematoma increased in size. By 11:45 the groin area was stable where the hematoma was. Site was cheekced on 10/31/98 and was unchanged. The femostop remained in place at 8:00 and at 10:00 an ultrasound was performed. No pseudoaneurysm was noted but there was leaking around the hematoma. The pt rec'd 1 unit of prbc. It was noted that prior to deployment ecchymosis and prominent inginual folds were noted. At 5:12 on 10/31/98 the pt and hematoma were both stable.